Event description:
Information received from the field notes does not address the patient's clinical status but notes that during a routine follow-up, telemetry was difficult to establish. Once a printout was obtained, dashes (---) were noted for multiple parameters. Attempts to restart the microprocessor were unsuccessful. Therefore, the device was replaced.